Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis investigations. An isi failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show a sureform 45 stapler (part number: 480445-06, lot number: l10240913-0148) was installed on the system 6 times and fired 6 reloads (1 white, followed by 5 blue). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the patient developed sepsis resulting in additional procedures. The initial procedure was completed robotically. On post-op day 3, a diagnostic laparoscopy with abdominal washout resulted in oversewing of the staple line at the point of initial bowel transection due to staple line breakdown. The patient was left with a loop ileostomy. The patient continued the sepsis pathway after the second procedure. A third procedure, where the entire anastomosis was completely resected, resulted in a long hartmann¿s pouch, ileostomy, and multiple drains. The patient was sent home with a peripherally inserted central catheter (PICC) line. The patient had a medical history of crohn¿s disease, but pathology from both procedures showed no pathology. The patient was also on immunosuppressants at the time of the initial procedure. The surgeon stated this disease process could have resulted in friable tissue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer did not call customer service to create RMA for the reported sureform 45 reload. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which identified another complaint logged for the same system issue reoccurring. A review of system log report was performed. Per the review, the following was confirmed: system serial # ((B)(6)), event date (06-dec-2024), and procedure name/category (hemicolectomy - right/general surgery). DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and no issues were found in the logs, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.